Event description:
Healthcare professional reported through distributor "capsular contracture baker grade IV and calcifications" confirmed by echography and mammography. This record is for the left side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, calcification.